Event description:
Device malfunction: none. Symptoms/ae: unknown clip location. Time of malfunction: during vessel closure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after percutaneous coronary intervention. Reportedly, after deploying the clip, the physician was unsure if he penetrated the distal wall of the artery with the delivery tube. The clip was fired from the device but the artery was not closed. An attempt was made to locate the clip with angiography but it could not be located. The patient will continue to be monitored. Manual compression was applied to achieve hemostasis. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.